Event description:
It was reported that during a mildly calcified left internal carotid artery stenting procedure, the rx accunet failed to cross the lesion. A non-study embolic protection device was used without issue. The 9x30mm rx acculink stent was implanted without issue. Post procedure, the patient became hypotensive and was treated with neosynephrine. On (B)(6) 2012. The patient was discharged home. The hypotension is listed as continuing. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system electronic instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.